Event description:
Medtronic received a report that pipeline flex stent (ped) tip end would not open and stent damage was suspected. The patient with a history of hypertension was undergoing stent-assisted coil embolization surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) c4 segment aneurysm with a max diameter of 17.4 mm and a 9.7 mm neck diameter. The landing zone arterial diameter was 4 mm distally and 4.5 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal reaction level. The angiographic result post procedure was reported as good. After adequate hydration, the stent was delivered to the stent catheter. During deployment of the flow-diverting stent, the tip end of the stent could not be opened. The operator attempted multiple times without success, and push-pull manipulation still failed to open it. Damage to the tip end of the stent was suspected, so the stent was removed. When deployed outside the patient's body, the tip end still could not be opened. To ensure the procedure could proceed smoothly, the stent was replaced with a new ped of the same model, and the procedure was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included 6f 90cm adbert long sheath, 6f 115 cm ton-bridge medical silver snake intermediate catheter, phenom27 (fg15150-0615-1s) microcatheter, echelon10 (105-5091-150) microcatheter, stryker (qc-25-50-3d) coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.